Event description:
The ventilator was connected to a pt. The customer reports that the ventilator made a knocking noise and the airway pressure alarm was activated. The unit was checked by hosp personnel and returned to svc. The units reported problem repeated. The pt was removed from the ventilator. There was no pt injury.

Manufacturer narrative:
The device was evaluated and the o2 gas supply module was replaced. The o2 gas supply module was evaluated by the MFR where the problem was isolated to a drifting pressure transducer. This has been classified by the MFR as a single occurrence.